Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The set up joint(suj) was analyzed. The suj was analyzed and the reported error was not replicated. A cluster of error-30s was noticed in the logs. As a fix, the harness will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted partial nephrectomy surgical procedure, there was an error 31020. Due to language barrier, troubleshooting was not possible. Tse asked for english speaker and was transferred to other nurse who spoke few words of english but not sufficient to perform troubleshooting. Tse contacted primary fse and who took over the call. Tse was able to find system which was onsite and confirmed error 31030. Tse also found communication errors 23/30 pointing to remote arm controller (rac1) which were causing a train wreck containing error 31030. Fse contacted site and afterwards informed tse that the problem occurred while the or staff was undocking the robot from the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during additional procedure, a robotic assisted laparoscopic radical prostatectomy plus bilateral curage surgery. Distribution of the arms from left to right: 1: maryland bipolar forceps, 2: 0-degree scope, 3: monopolar scissors, 4: prograsp forceps. The approximate duration of the procedure was 3 hours. At the end of the operation, surgical parts were in endobag, the maryland was removed, and a 10 mm redon drain was introduced through this trocar. The redon was inserted with the help of the prograsp forceps and held in place by the latter until the trocar through which the redon passes was removed and the redon was fixed to the wall. Removal of all instruments, removal/undocking of the robot, removal of the trocars under visual control and removal of the robot from the operating field to take out the operative part/piece were performed. While the surgeon was taking the part out through the open coelio port and while the operator was undressing the robot arms and putting them away, an alarm appeared on the prograsp arm. The light of the latter was yellow. On the screen it was asked "to press the instrument change pedal (switch pedal between arms 3 and 4) in order to solve the problem". So, the surgeon pressed this pedal, as requested, to stop the alarm. A few minutes later, all the arms went into alarm, this time with red lights on each arm. The screen of the column then asked to turn off and restart the system, which they did. When the system was turned back on, there was no improvement, the arms were still lit red, and the alarm was still active. The surgeon was unable tell what was done next as he left the operating room shortly after to do the cro and the patient's prescriptions. There were no intraoperative issues. Patient demographic information was provided (see related fields).

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding error 31020 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the system was in a non-operable/acceptable state after the start of the procedure. Fse went on site and could reproduce the reported event. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.